Event description:
During service, it was reported that there was a malfunction resulting in a n2o leak. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. N2o needle valve was replaced and the link 25 system was calibrated to resolve the issue. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.